Manufacturer narrative:
Device has not been returned for investigation. Confirmation of user allegation of a potential pads issue has been observed.

Event description:
It has been reported that during a patient use event. The adhesive came off the pad but was able to be re-attached to the pad, however the device did not advise a shock. The patient did not survive.